Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Troubleshooting was performed on the receiver and battery, there were no issues related to the receiver; however, a defective battery was discovered. The complaint confirmation for the reported event of initializing screen without manual restart could not be determined. A root cause could not be determined.